Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred during bolus delivery. The customer's blood glucose level was not impacted. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer was not using the pump for insulin therapy and was using the pump for a medication to treat adrenal insufficiency and changed their cartridges once a week per their healthcare provider's advise. Tandem technical support informed the customer that using the pump for a medication other than insulin could have caused the occlusion alarms. The customer was to perform a cartridge and infusion set change to address the occlusion alarms.